Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 571446. UDI: (B)(4).

Event description:
It was reported that patient had insufficient pain relief from the spinal cord stimulator (scs). Additionally, there is bruising and tenderness at the battery site. The patient's incisions are exposed to air with steri strips applied. The patient has also experienced numbness in the right leg and has been prescribed antibiotics. The patient underwent explant procedure. Additional information was received that patients spinal cord stimulator (scs) devices were removed and will not be returned.

Event description:
It was reported that patient had insufficient pain relief from the spinal cord stimulator (scs). Additionally, there is bruising and tenderness at the battery site. The patient's incisions are exposed to air with steri strips applied. The patient has also experienced numbness in the right leg and has been prescribed antibiotics.